Event description:
The customer reported that the system would not boot up while the patient was on the table. It would only boot up to five arrows. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep was unable to reproduce the problem experienced by the customer. He rebooted the system 12 + times without any errors. He inspected the interconnect cable, boards in workstation, and connectors to boards. All were without any noted problems. He found the lemo connector mounting plate to be somewhat loose. He tightened the nuts to secure and retest. No other issues were found.